Event description:
It was reported that external outflow graft obstruction (eogo) on computed tomography angiography (cta) with clinical correlation was confirmed on (B)(6) 2025. The event log file data collected back on 13sep2025 captured intermittent low flow events with flows noted as low as 2.3lpm. The majority of the log file between the (B)(6) 2025 captured the flow values hovering around the 2.4 to 2.5 lpm range with stagnant pulsatility index (pi) values. The patterns seen in the log file would coincide with an eogo concern confirmed with the cta. Surgical litigation on bend relief was performed on (B)(6) 2025 with positive resolution of pump dysfunction. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed as no images or product are available for evaluation, and a specific cause for the reported obstruction could not be conclusively determined. Review of the submitted log files confirmed the reported low flow alarms; however, the reported low flow alarms appear to be in the setting of the reported eogo and were resolved following surgical intervention. The controller event log file contained events from 13sep2025 through 17sep2025. Low flow hazard alarms were captured on 14sep2025 and 16sep2025. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms and the appropriate actions associated with them. The patient handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.